Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Subsequent to the supplemental MDR, the complaint transmitter device was returned to animas for evaluation. Device evaluation was completed by animas on (B)(4)2015. Investigation results were received by dexcom on (B)(4) 2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. Evaluation of the failed transmitter test confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a failed transmitter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be a defective speaker. A CAPA has been initiated for this issue.